Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high hv lead impedance was observed. Lead repositioning gave similar results. Lead was replaced. Patient's condition was good before, during and after the surgery.